Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot 95141, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification showed the catheter was used for 9 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the reported issue has not ben confirmed through testing. The clinical issue (pericardial effusion, hypotension, and aborted under general anesthesia) was encountered during the case. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed via intracardiac echocardiography. The physician opted to proceed with the ablation. Additionally, the phrenic nerve was unable to be captured. The balloon catheter was then removed from the sheath, and the diaphragm was able to be paced consistently. The procedure continued, and the patient ¿began to move.¿ additional anesthesia was given, and the patient experienced hypotension. The case was aborted, and the patient was under general anesthesia. A pericardial window was then performed, and significant amount of blood was evacuated. Blood pressure then normalized. The patient's hospitalization was extended. The patient is currently stable, and the pericardial effusion has resolved. No further patient complications have been reported as a result of this event.